Event description:
A temperature alarm, identified as temperature alarm 11, was reported and persisted for two days. There was no adverse impact to the customer's blood glucose level. The customer successfully cleared the alarm and resumed insulin delivery, while being advised to monitor the situation and call back if the issue recurred.